Manufacturer narrative:
Additional information has been received, but no new information has been received to date. The device has not been received for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observations. If additional information is received, or if the device is returned for analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was not implanted, then explanted and replaced as was originally reported. A device implant registration form for this device incorrectly indicated a replacement had occurred, when a replacement had actually not occurred. No device performance issues were reported, and no adverse patient effects due to the product occurred. Patient codes and device codes corrected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.